Event description:
In late 2008, the patient's mother reported that the pt had been having difficulty with her infusion tubing for the past month and experienced bent infusion tubing and issues with connecting the tubing. She stated that some user error may have been involved. She stated that the pt would experience elevated blood glucose of 250-300 mg/dl and changing the infusion tubing and bolusing would resolve the issue. The patient's normal blood glucose range is 80-140 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.